Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that right ventricular under sensing was observed on the device. The under sensed r waves were below the existing amplitude programmed for sensitivity. Programming changes to a lower sensitivity were to be made at a later visit in clinic. No patient symptoms or consequences were noted.